Event description:
Symptoms/ae: access site infection treated with incision and drainage. Time of symptoms/ae: 8 days after vessel closure. The following event was noted through a periodic article review. It was reported that 1004 pts underwent percutaneous coronary interventions followed by arteriotomy closure of the common femoral artery with a prostar device. A diabetic pt with unstable angina underwent a rotational atherectomy and angioplasty; vessel closure was achieved with an 8fr prostar device. Eight days post-procedure, the pt developed pain and erythema at the catheterization site. Purulent drainage caused by s. Epidermidis from the catheterization site prompted a surgical consultation, and the pt was taken to the operating room where incision and drainage were performed. The pt remained hospitalized for 7 days and was discharged with antibiotic therapy for 17 days. The pt was reported to be alive and well 18 months post-procedure. The article does not describe the sterile technique used for the vessel closure procedure.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: randolph l geary, md, dt al; "infection is an unusual, but serious complication of a femoral artery catheterization site closure device". Ann vasc surg 2001; 15:567-570.